Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this pacemaker device presenting electrogram (egm) due to concerns of right ventricular (rv) lead loss of capture (loc). It was noted that there were a couple of non-captured beats. Ts reviewed the presenting egm which showed small, paced morphology and fairly normal atrioventricular (av) conduction. Ts discussed findings and recommended further in clinic evaluation. At this time, no adverse patient effects were reported. At this time, this rv lead remains in service.